Manufacturer narrative:
Results: the cat12 was fractured at the hub. Conclusions: evaluation of the returned cat12 confirmed a fracture at the hub. If the device is advanced against resistance or is otherwise mishandled during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, while advancing the cat12 into the sheath, the hub of the cat12 broke. Therefore, the cat12 was removed. The procedure was completed using another cat12 and the same sheath. There was no report of an adverse effect to the patient.